Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the unit is not available for analysis. Therefore, no root cause could be determined. However, the customer troubleshoots the unit and determined that the main pcb board needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed motor fault and gave intermediately post dac (digital-to-analog converter) or adc (post analog-to-digital converter) error. The customer confirmed that there was no patient involvement associated with the reported event.